Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient drg implant was causing severe mid back pain since implant. X-rays taken confirmed several leads were in a less than optimal placement. It is unknown which leads are liable so all suspected leads are reported. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein two leads were explanted and replaced to address the issue. Effective therapy restore post-operatively.